Event description:
It was reported that the implantable cardioverter defibrillator (ICD) recorded an alert for out-of-range pacing lead impedance. Measurements were not displayed at the moment of review due to 21hour/24 hour clock. The ICD and this rv lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).